Event description:
Related manufacturer report number: 2017865-2022-13257. It was reported that the patient presented for a scheduled generator change and revision of the right atrial (ra) and right ventricular (rv) leads. The ra lead had a history of oversensed noise, while the rv lead had a history of high capture threshold. Both leads were explanted without complications. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in three pieces. An external insulation abrasion was found distal to the suture sleeve tie impression which breached the outer insulation and exposed the outer coil. The cause of the reported event was due to exposure of the outer coil at the abrasion zone which was consistent with friction to another device or feature of the patient's anatomy.